Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that when the surgeon pushed the device handle forward to open the jaws, the device activated on its own. The activation button was not being pushed. There was no resulting tissue damage and no pt injury.